Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock for supraventricular tachycardia (svt). The patient's heart rate was at about 100 bpm when there was a sudden change in morphology. Noise was oversensed, resulting in the rate being classified in the shock zone, set to 250 bpm. The sense vector was programmed to primary at the time of the shock. The patient was hospitalized until troubleshooting and reprogramming could be performed. Noise was created in the secondary vector, and the alternate vector had r-wave amplitude that were too small. The best combination for management of noise was the secondary vector at a gain of 2x. The physician planned to keep this vector and check the patient again in a few weeks. No adverse patient effects were reported, outside of the inappropriate shock. The device remains implanted and in service.